Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The high threshold allegation was not confirmed with analysis of the lead segments returned, based on normal lead resistance measurements and inspection that showed no conductor issues other than induced damage from normal use or explant. Moreover, the lead passes the continuity test indicating that the conductors were intact on the segments returned. Further, visual inspection revealed no abnormalities other that the induced damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising threshold. The rv lead was surgically explanted and a new rv lead was successfully implanted. The lead was returned and was analyzed. See h10 for details. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising threshold. The rv lead was surgically explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.